Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient was feeling unwell and then received a shock from the device. Upon interrogation, there were two non-sustained ventricular tachycardia (vt) episodes with the longest time to therapy being 33 seconds. It was also reported there was a drop in shock impedance measurements and a decrease in biv pacing. As a result, the system was explanted. No additional adverse patient effects were reported.